Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: "pt called and wanted to know if his knee implants were part of any recalls. He has been experiencing pain, swelling, and bruising. He stated that he hears a noise and his knee feel unstable and loose."